Event description:
New information received noted the right ventricular lead exhibited continued noise with noise reversion episodes. Noise and noise reversion episodes were also observed due to the right atrial lead. No intervention was reported. The patient was stable throughout and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise and high ventricular rate episodes were observed. The patient was brought into clinic and the noise was reproducible in clinic. Programming changes were made. The patient was stable throughout.